Event description:
The reporter contacted animas on (B)(6) 2014 reporting that the patient was taken to the emergency room with a blood glucose (bg) of 502mg/dl with ketones +3, with sleepiness, agitation, and frequent urination. The reporter stated that the diagnosis was diabetic ketoacidosis. The patient was treated with saline fluids and subcutaneous insulin injections. The pump was discontinued upon arrival to the emergency room. The reporter stated that bg elevation started on (B)(6) 2014 and the patient was treated with correction boluses from the pump as well as subcutaneous injections. Customer support (cs) completed troubleshooting with the reporter and it was noted that the pump history was inaccurate when correlating to bolus history. The total daily dose on (B)(6) 2014 shows 44.20 which does not add up to what is shown of a bolus of 67.200 units and basal 16.000 units. The prime history is not accurate according to the reporter. The reporter stated that the site/set was changed out multiple times over the past 24 hours and last prime and fill cannula amounts are on (B)(6) 2014. The reporter stated that there is a prime history is missing between (B)(6) 2014. And the suspend history does not show all suspends. The reporter stated that the pump is suspended on a daily basis. Cs advised the reporter for the patient to come off the pump and use alternate method of insulin delivery. The reporter stated that they did not adjust the time to reflect time change. The time should be 3:17am not 2:17am. This report is being made due to bg excursion the patient experienced due to alleged history settings issue.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 04/23/2014 with the following findings: the total daily dose (tdd) history for (B)(6) 2014 is accurate. A prime and fill cannula were successfully performed for the investigation; both were accurately recorded in the prime history. The pump was manually suspended and manually resumed for the investigation; both were accurately recorded in the pump suspend history. The black box shows an unconfirmed replace cartridge alarm on (B)(6) 2014 07:49; deliveries resumed 13:39. The tdd¿s add up correctly. Typical usage observed in pump history. Pump successfully completed a delivery accuracy test and was found to be delivering within specification. The battery compartment is cracked near the case seal; the returned battery cap was able to fully attach to the pump and was used to complete all testing. Investigators were unable to duplicate the complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.